Manufacturer narrative:
Upon review of the calibration data, the calibration was ok. Variation in the control data was found to be high, with variation of some controls out of specification and some within specification. A specific root cause could not be determined based on the provided information. The issue appeared to be isolated to one sample as the customer was not aware of any other issues.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for crep2 creatinine plus ver.2 (crep) on a cobas 8000 c 702 module (c702). The sample initially resulted as 295 umol/l and this value was reported outside of the laboratory to the physician. The result was questioned by the physician, so the sample was repeated. The repeat result was 58 umol/l. The sample was also repeated on a different c702 analyzer and the result was 56 umol/l. No adverse events were alleged to have occurred with the patient. The sample appeared to be ok with no obvious clots or fibrin. The sample volume was adequate. The crep reagent lot number was 250417, with an expiration date of 01/31/2018.